Event description:
A malfunction alarm was reported by the customer, identified as malf 1 with a fault ID available. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump within the last 24 hours, so technical support provided instructions to reset the pump and assisted with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer acknowledged and understood to call back if any malfunction code recurs.